Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy: "md says clip applier is "scissoring" the tissue. Opened new clip that worked fine." Pt status: "unknown." Type of intervention: "second clip applier used."